Manufacturer narrative:
Lot number - requested but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that there was excess bleeding from the glidesheath slender valve on the sheath during the procedure. It was a right radial access where 5fr catheters were used to perform the diagnostic left heart catheterization. There was no patient harm done during this procedure and the patient condition was stable. The blood loss was less than 250cc's. The procedure outcome was successful

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. The sheath was attempted to be leak tested however, the sheath shaft had mechanical damage and thus the sheath could not be properly leak tested. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was noted at the center of the crosscut valve. No gross anomalies or damage was seen at the sheath inner lumen. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the dilator was inserted off-center resulting in damage of the crosscut valve. However, the exact cause of the reported event cannot be determined based on the available information.